Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after implant of the leadless implantable pulse generator (ipg), the patient¿s condition changed suddenly and they died of acute myocardial effusion during hospitalization. The device was inactivated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: eval code-conclusion. If information is provided in the future, a supplemental report will be issued.